Event description:
It was reported that the customer experienced a cgm error, specifically error 42. There was no adverse impact to the customer's blood glucose level. The customer initially attempted to reset the pump without success, and as a result, technical support decided to replace the pump. The customer confirmed they would continue using their current therapy and follow instructions on returning the faulty device.